Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) battery is swollen near the charging port and heavier than usual. The patient also states that the battery felt like a roll of coins and also that the skin on the battery was coming off.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.